Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 30mg/dl. Reportedly, cause was unknown; however customer's continuous glucose monitor was not available. Customer required assistance from paramedics to treat bg level via intravenous fluids. The customer was instructed to consult with healthcare provider regarding bg level.